Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were hard to push and had to hold the buttons. The customer¿s blood glucose level was unknown. The customer also reported that the insulin pump needs to be rewind more than once and slower to rewind. The insulin pump will not be returned for analysis.